Event description:
Customer, bb supervisor, reported a pt confirmed to have an anti-e had failed to react with the 0.8% selectogen when tested in the mts gel system. Customer stated there were no discrepancies with the daily qc. No erroneous results were reported. No death or serious injury was associated with this incident.